Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent became dislodged from the delivery device. The lesion being treated is a severely calcified obtuse marginal (om). The physician was unable to place the taxus express2 8.8% 2.5 mm x 20 mm drug eluting stent in the lesion. Upon withdrawing the delivery device and stent back into the guide catheter, the stent dislodged from the delivery device. The physician does not know where the stent is in the pt's body. The physician then went in with a rotablator 1.25 burr and rotablated the lesion. Next, a 2.5 mm x 20 mm open sail balloon was used to dilate the area rotablated. The physician was able to successfully deploy another taxus express2 8.8% 2.5 mm x 20 mm stent in the site of the lesion. There were no pt complications. The status of the pt is listed as good.